Event description:
The customer contacted stryker to report that their device powered off by itself when the device was tilted backwards. This occurred during the morning check of the device. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. Stryker disassembled the device and reseated all internal connectors which corrected the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself when the device was tilted backwards. This occurred during the morning check of the device. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that power connector, designator j11/p11was not fully seated into the power pcba.